Manufacturer narrative:
(B)(4). Date sent: 06/03/2021. D4: batch # u5ey79. H6: component code = mechanical (g04). H6: component code = others (g07). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. It should be noted that product failure is multifactorial. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. The event described of malformed staples could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery of left hemicolectomy, when severing the left colon tissue, after fired, noted the staples malformed. Changed to a new reload to continue the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.